Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that when the plunger was advanced, the edge of the lens in contact with the plunger cracked. Since this did not affect visual function, the lens was left in place and the surgery was completed without product replacement. Additional information was received and stated, the procedure was completed by replacing the lens during the same operation and there was no health damage.

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11. One opened company IV handpiece injector was returned for evaluation for the report of a damaged lens. A visual inspection of the injector was performed and was found to be conforming. A dimensional inspection for plunger position height was performed and was found to be conforming. Also, a functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Not company manufacturing related - based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all visual, dimensional, and functional testing. The manufacturer internal reference number is: (B)(4).